Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: three opened boxes (12 ea.) And an unopened sample were returned for evaluation. Visual inspection and functional testing were conducted on thirteen returned devices. Visual analysis of the returned samples revealed that the samples were returned with no apparent damage on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device qjbeta, and no non-conformances were identified additional information was requested and the following was obtained: please clarify how many devices presented the issue approximately 2-3 per box; 10-15 total. Did the needle popped off from the suture before or after contact with the patient? It popped off during suturing.

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the cardiovascular team opened five boxes and two packs out of each box have had the needle pop off the suture. No adverse patient consequences were reported. Additional information was requested.